Event description:
Reporter alleged being hospitalized due to inaccurately high results from the blood glucose monitoring device. Reporter stated her device read hi and the dr's device measured in the 500's mg/dl. Reporter indicated having low glucose symptoms prior to the event and the device was reading falsely high whereby she overmedicated herself. Reporter stated the dr stated the device was "defective". Reporter was hospitalized for high blood glucose and a glucose related condition where she was treated with dieteary adjustments and insulin. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.